Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it. Without adequate materials to fully evaluate the complaint, a thorough medical assessment cannot be performed. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to implant positioning, traumatic injury, patient anatomy, lack of ingrowth or post operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, 7 months after a procedure had been performed with trigen traptan 11.5mm x 42cm right to treat a simple long bone fracture in the midshaft region of the femur, the patient reported some limited pain and the general outcome was not successful, as the fracture was not completely reduced. A revision surgery was performed to treat this adverse event. The trigen traptan 11.5mm x 42cm right was explanted and exchanged with an unspecified nail, with the subsequent union of the fracture. It is unknown how much time took to achieve the reported final outcome. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.